Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide cath: launcher 7f sal 1.0. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported resistance with the guide wire during advancement and removal; however, the reported kinked shaft appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo, 90% stenosis in the right coronary artery. Reportedly, while advancing the 1.5 x 12mm mini trek over the guide wire towards the lesion, resistance was met between the guide wire and the mini trek balloon catheter and the mini trek did not reach the lesion. Resistance was met between the guidewire and the rx mini trek balloon during removal. The balloon catheter was removed and the shaft was found kinked. The location of the kink is unknown. A new balloon catheter was used with the same guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.